Event description:
The customer's family member reported that their pt was admitted into the hosp due to a seizure. The contact started that the pump was lost through out the transportation to hosp. A day later family member called back and stated that the pump was found but before their son went to the hosp and pt had a seizure due to over bolusing. The family member indicated that the pump delivered 10 units at 10:13pm and another 10 at 10:21. The contact mentioned that they were sleeping already and the pump had the block and their family member does not know how to take it out of that feature.